Event description:
It was reported that during a da vinci colectomy procedure, a round circular piece from the monopolar curved scissors (mcs) instrument fell into the patient; the piece was retrieved laparoscopically. On (B)(6) 2015, isi representative was notified by the customer that during the colectomy procedure the surgeon was about to start mobilizing/dissecting when a piece of the mcs instrument fell off. According to the initial reporter, the surgeon was about to the start mobilization of the colon when the circular piece came off the instrument. The instrument was briefly inspected prior to use and no physical damages were noted at the time. The instrument lot number is unknown and instrument will not be returned for investigation.

Manufacturer narrative:
The instrument will not be returned for evaluation. The root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Based on the information provided, this complaint is being reported due to following conclusions: the monopolar curved scissors instrument broke and fragments fell inside the patient. The fragments were retrieved laparoscopically during the same surgical procedure. No patient injury, intervention or post-operative complications were reported.